Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "breasts have been painful". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening. Pain: unable to observe. As per the investigation procedure, non-penetrating and creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d6a, d9, g4, h3, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional later reported "breasts have been painful".